Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 05-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported that during a lead replacement, there was a fracture of the old lead. Factors that may have led or contribute to the issue were unknown. Actions or interventions taken to resolve the issue were unknown. The issue was not resolved but no additional action needed. The investigator assessed the event as not serious, related to procedure, and related to the lead. It was unknown if the surgical intervention occurred. Relevant medical history includes idiopathic urinary urgencies since 2011. Additional information received was that lead replacement was done due to plot 0 and 3. The physician tried to remove the broken lead part during lead replacement. The cause of the fractured lead remains unknown. Parts of the broken lead remained in patient but the event is considered resolved as no additional action was planned and a new system was implanted on contralateral side. No further complications were reported/anticipated.